Event description:
It was reported that high capture thresholds were observed on the right ventricular (rv) lead. It was thought the threshold increase may potentially be related to the patient's sarcoidosis. The patient was stable.